Event description:
The customer reported there was a suction leak on the subject device. The subject device was sent to olympus for evaluation. During inspection and testing, the image was blurred. This report is being submitted for the malfunction found during evaluation (blurred image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the image was blurred. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual .inspection of the endoscopic system. Operation manual. Important information ¿ please read before use. Warnings and cautions. Olympus will continue to monitor field performance for this device. Inspection and testing confirmed the device leaked due to damage on the suction channel. In addition, the suction volume did not meet the standard value due to damage on the suction channel, angulation in the up direction did not meet the standard value and play of the up/down knob was out of standard due to wear of the angle wire, the adhesive on the bending section cover was chipped, the light guide lens was dirty due to insufficient cleaning, the scope connector cover was deformed due to physical stress, the illumination was uneven due to dirt on the light guide lens, the electrical connector was corroded due to water leakage, and the insulation resistance value at the distal end did not meet the standard value due to a scratch on the distal end cover. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.